Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (reading less than 40 mg/dl), for more than 3 hours, while wearing the adc freestyle libre 2 sensor. The customer did not experience glycemic instability symptoms, but had contact with a healthcare provider, after an unspecified amount of time. A laboratory blood glucose test result of 543 mg/dl was obtained, and the customer was treated with insulin by the healthcare provider for a diagnosis of hyperglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.